Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation was able to run an infusion at 125 ml for 1 minute with no discrepancies. A review of the event history log revealed couple of battery low alarms messages, which could have contributed to the device turning off if the battery was depleted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump powered off while being used for patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.